Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a fading sensation. Impedance values were greater than 4,000 ohms and the stimulation was set at 4v. The patient experienced falls quite frequently. The stimulation was going to be turned off for a short time to see if the patient had a return of symptoms. Further information is being requested from the hcp.